Event description:
Elderly pt presented with acute mi, occluded rca (good size). Site had no angiojet lf140 catheters in stock. They used an angiojet e-train (f110) off label. Used 90cm guide catheter (cordis). Guide was pushed into rca. Wire bias. Used angiojet. Dissection occurred, stented, and pt died.